Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was making noise when turning on the backlight. The customer's blood glucose was unknown at the time of incident. The customer performed self test and the insulin pump beeped during test. The customer stated that the insulin pump was still making noise at the end of call. The insulin pump will be returned for analysis.